Event description:
It was reported that the customer had an issue changing the infusion set. Customer received a no delivery alarm when the reservoir was taken out. Customer noticed the reservoir had lots of air bubbles. Customer started a new set and reservoir. The new set was successful. Customer's blood glucose level was 111 mg/dl. The alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded nor air bubbles noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.